Manufacturer narrative:
(B)(4). Additional information: had a vessel pumping. Tried to grasp with enseal, clip applier, maryland grasper and a monopolar spatula. None of these could reach to stop the bleeding. During the case, everything seemed to be going well. No error tones from generator. Everything worked smoothly. Surgeon would move along mesentery taking down whatever he was doing, after going back, noticing oozing. Having to go back and coagulate oozers. Using clip appliers occasionally to make oozing stop. Surgeon said he did not know if it was the patient or if it is the enseal device. There were no errors displayed by the generator at all. Using 2nd tone and then moved to the end. Went ahead and opened another device to see if device or patient related. Colon mobilized and hit a branch vessel with second enseal being used, started to bleed. Vessel then retracted. Unable to grab with enseal. Used clip applier but could not get vessel. Then tried mail and forceps, then tried monopolar spatula and could not get the vessel with that either. Had to convert to open because could not get vessel. Second enseal not used enough to determine if first device not working correctly or patient related issue. No transfusion ¿ not enough blood loss. He used suture to close the vessel that could not be controlled in the case. The device was received in good condition with some debris in the jaws. The device was mechanically tested and the jaws opened and closed without difficulty. There were no anomalies noted with the articulation of device. The I-blade does advance smoothly and to end of jaw. There were no anomalies noted with the jaw aperture. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device. The complaint of hemostasis issue could not be confirmed.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, there were problems with sealing. There were many issues with oozing of bleeding. Had a vessel pumping. Tried to grasp with enseal, clip applier, maryland grasper and a monopolar spatula. None of these could reach to stop the bleeding. Had to open the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Rep present for the procedure. During the case, everything seemed to be going well. No error tones from generator. Everything worked smoothly. Surgeon would move along mesentery taking down whatever he was doing, after going back, noticing oozing. Having to go back and coagulate oozers. Using clip appliers occasionally to make oozing stop. Surgeon said he did not know if it was the patient or if it is the enseal device. There were no errors displayed by the generator at all. Using 2nd tone and then moved to the end. Went ahead and opened another device to see if device or patient related. Colon mobilized and hit a branch vessel with second enseal being used, started to bleed. Vessel then retracted. Unable to grab with enseal. Used clip applier but could not get vessel. Then tried mail and forceps, then tried monopolar spatula and could not get the vessel with that either. Had to convert to open because could not get vessel. 2nd enseal not used enough to determine if first device not working correctly or patient related issue. No transfusion ¿ not enough blood loss. He wanted for second tone for most bites. If the tissue is avascular, he and most doctors don't wait for second tone before advancing. He waits on larger tissue bundles and vascular tissue. The oozing was from the mesentery. He staples across named vessel, (ima) in this procedure. He used suture to close the vessel that could not be controlled in the case.